Manufacturer narrative:
Additional information: one additional single-use sample was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number - 17d028, 17n029, 18h033, 18h041, 18j041, 18j042, 18k013, 18m010, 18n010, 19a009, 19a018, 19a019, 19b032, 19b034, 19b036, 19c024, and an unknown lot number. Twenty-eight (28) single-use devices were received for evaluation. For twenty-seven (27) devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the twenty-seven returned devices. The devices were found to be conforming product. For one (1) device, a visual inspection was performed and noted dried medication around the blue winged distal port cap of the device. The reported condition was verified. The cause of the reported condition was undetermined. Photographs of twenty-nine (29) devices were also received for evaluation. For twenty-three photographs, visual inspection of the photographs revealed evidence of a leak inside the bag that contained the device. The location of the leak could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For three photographs, visual inspection revealed evidence of a leak from the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. For one photograph, visual inspection of the photograph noted fluid around the fill port area. The reported condition was verified. The cause of the condition could not be determined. For one photograph, a visual inspection was performed, and it was noted that the tubing line had detached from the solvent-bonded junction of the stress member located at the upper area of the device. Further inspection revealed the cause of tubing line detachment was due to insufficient solvent on the tubing line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. For one photograph, visual inspection of the photograph did not reveal any evidence of a leak. The reported condition could not be verified through evaluation of the photograph. Eleven (11) companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 111 </noe> malfunction events. It was reported that at least one hundred and eleven (111) small volume folfusors leaked. At least seventy-seven (77) devices leaked from an unspecified location, twenty-two (22) devices leaked from the blue winged luer cap, one (1) device was leaking from the ¿connection of the filling tubing into the infusor¿, two (2) devices leaked from the administration port tubing, one (1) device leaked from between the balloon and the housing, at least three (3) devices leaked from the fill port, two (2) devices leaked from the upper part of the elastomer, one (1) device leaked from the ¿upper part¿, one (1) device leaked when the tubing separated from the device, and one (1) device leaked from the valve. Of the 111 event, 107 events did not involve a patient, two events involved a patient with no patient consequences, and it is unknown if a patient was involved in two of the events. No additional information is available.